Event description:
It was reported that during implant attempt the lead would not go into the coronary sinus with ease. The lead was not used and a smaller lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.